Manufacturer narrative:
In june 2010, synovis will be going to the user facility to examine the device in person and under a microscope. After device examination, a supplemental MDR report will be filed.

Event description:
On 05/10/2010, physician performed a right muscle sparing free flap breast reconstruction using a 2.5 mm coupler on the internal mammary vein. The physician completed the anastomosis of the vessel without incident. Approximately 12 hours later, patient began to experience unspecified problems and was taken back to the operating room. Upon exploration of the flap, the physician noted that the coupler rings had separated from each other but were still be able to partially stent open the vessel. The physician was able to successfully remove the 2.5 mm coupler and replace it with another 2.5 mm coupler. Approximately 2 days later, the second 2.5 mm coupler separated in a similar fashion. Physician reported that the flap remained viable after the second failed coupler, but the flap was removed at the patient's request. Same problem, patient and reporter as the following manufacturing report number, but separate events: 2183620-2010-0031.